Event description:
It was reported that during use of the ptd, the fragmentation basket detached from the cable and surgical intervention was required to remove it.there were no additional patient complications.